Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on (B)(6) 2024 and tested on (B)(6) 2024. The pump was given the initial complaint code of "2pow3: power issue - device powers self off". The pump's event log was pulled in hopes of finding a line with the code "log_event_on" without the line "log_event_off" before it, meaning that the pump powered off on it's own. The event log was reviewed and there were no instances of an abrupt power off found in the log. The log was attached to the complaint. The pump successfully passed all tests, not powering off during the infusion and going to completion. Reported issue not found, device performing to specification.

Manufacturer narrative:
The product was received on 01/24/2024 and is currently undergoing evaluation. Another follow-up will be provided with detailed findings.

Event description:
On 01/04/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.